Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va088yp, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient started on program 1, he had tried different things, but he never had complete success. A couple of days prior to the report, it zapped him and he was on level 4. At the time of the report, the device was on program 2 at 4.1 volts and it was lowered to 4.0 volts. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.